Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that the stim had been causing her foot cramping and that she was unable to void. She had an urgency to void but unable to start stream. The patient was on day 3 of advance evaluation (ae).